Event description:
It has been reported to philips that the device would not complete the start up process. The system was not in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and determined the flexvision computer was faulty. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing the fse found that the defect in hard disk and flexvision pc. The fse, replaced the flexvision pc and hard disk. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.